Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported that their blood glucose (bg) levels reached 22 mmol/l (396 mg/dl) while wearing the pod between 4 and 24 hours on their back. The patient stated that insulin was leaking and noted that the cannula was not inserted correctly into the infusion site. The patient stated going to the emergency room and waited 6 hours but was not seen or admitted. The patient applied a new pod and was able to bring their blood glucose levels down.

Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the fluid path or needle mechanism were observed that could have contributed to the reported unsure properly inserted cannula. No damages to the environmental seal or bottom housing were observed. The cause of the reported unsure properly inserted cannula could not be determined.